Manufacturer narrative:
The driver failed multiple steps of incoming testing related to a system malfunction alarm, not recognizing external air, incorrect vacuum alarms and low cardiac output. Driver also failed the system check test due to a depleted 9-volt battery. The 9-volt battery was replaced and the driver was tested again. The system malfunction alarm did not recur, the vacuum incorrect pressure alarms also resolved and cardiac output maintained a level above 5.0 lpm meeting specification requirements. However, the failure to recognize wall air remained. The root cause of this failure was determined to be the manual pressure regulator. The root cause of the system malfunction alarm observed during testing was the expired 9v battery. Once replaced, the vacuum pressures and cardiac output met test specification requirements and the system malfunction alarm did not recur. The root cause of the driver not recognizing wall (hospital) air was attributed to a faulty manual pressure regulator. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5449 (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver vacuum blowers did not function and there was no vacuum control.